Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "surgeon was revising patient for instability in the knee. It was thought that he had laxed ligaments. Once he opened the patient's knee it was found that the ps insert had the post sheared off. Surgeon revised the tibial component and put a ts insert in to stabilize the knee".